Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 91 mg/dl at the time of incident. Customer reported that the button could have been pressed down for 3 minutes or longer. No troubleshooting was performed. Customer also reported a no calibration alarm. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.